Manufacturer narrative:
One device was returned for evaluation 4/23/2024. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of the device found the device to be in use condition. The device has peeled dso seal and worn uso seal. Error log review found 2 downstream occlusion alarms. The reported problem was not duplicated but the most probable cause was from an intermittent downstream occlusion sensor. The downstream occlusion sensor was replaced. The device passed all functional tests after repair. Also replaced dso sensor, dso bezel, dso seal, uso seal, keypad, overlay grey, and rear label.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed an occlusion test at 27.56 psi. The product fault occurred during testing, there was no patient involvement.